Manufacturer narrative:
(B)(6).

Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing it turned off by itself when performing an operational check. There was no reported patient involvement.